Manufacturer narrative:
Block h6: imdrf device code (a050702) captures the reportable event of (device failure to cut).

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the digestive tract during an endoscopic polypectomy procedure performed on (B)(6) 2026. During the procedure, the physician tried to cut a polyp, but the loop continuously slides off the surface of the tissue, and the snare loop was not sharp enough to successfully cut the target polyp. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of device failure to cut. Device evaluation: the device did not return; therefore, a technical analysis could not be performed. A review was completed of the device history records (DHR) for the device. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine was due to the physicians technique during the procedure or was related to a device malfunction. Additionally, based on the most relevant information for the complaint including product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process, the definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. For this reason, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the digestive tract during an endoscopic polypectomy procedure performed on (B)(6) 2026. During the procedure, the physician tried to cut a polyp, but the loop continuously slide off the surface of the tissue, and the snare loop was not sharp enough to successfully cut the target poly. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.